Event description:
The patient reported that the keypad scrolls and is intermittently responding.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. It was also found that none of the buttons have normal spring back. During testing, unable to confirm or duplicate scrolling. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.